Manufacturer narrative:
(B)(4).

Event description:
It was reported that egm records were not available to review episodes of nsvt. Programming changes were made. Further actions will be discussed with the physician.